Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5108726) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient has alleged life threatening incidents of atrial fibrillation given higher susceptibility to adverse lung and organ effect from inhaling vocs due to preexisting lung diseases while using this device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5108726) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer previously received information alleging life threatening incidents of atrial fibrillation given higher susceptibility to adverse lung and organ effect from inhaling vocs due to preexisting lung diseases while using this device related to a CPAP device's sound abatement foam. There was no medical intervention required by the patient. This notification was reviewed by the pms clinical expert. Based on information available at the time of this review, this event is assessed as not related to the device in this case. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.